Event description:
Na

Manufacturer narrative:
The facility sent the MFR medwatch report #19004000-1998-0002 that was not submitted with the initial report. The device appears to be functioning as intended and remains implanted for use in the pt's therapy regimen. Since the device remains implanted for continued use in the pt's therapy regimen, the MFR's investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/sn/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the unavailabilty of the device, this event (ie pneumothorax) most likely was the result of the lung being punctured during the insertion procedure and collapsing, not due to the device or a device malfunction. No further details are available. The customer has been notified of the MFR's findings and forwarded the device suggested instructions for use for their review. The MFR is now closing the file on this event. Submitted to the FDA 04/22/1998.